Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient noted to be in sin rhythm presented in the emergency room. Upon review of remote transmission, it was revealed that the right atrial lead exhibited automatic mode switch episodes with ventricular tracking due to atrial lead noise. There were no ventricular tachycardia (vt) episodes noted on the pacemaker. Programming changes were discussed. No interventions made at this time. The patient was stable and will continue to be monitored.